Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After implant, a kink in the device was observed during fluoroscopy. The physician decided to replace the impella prior to starting the percutaneous coronary intervention (pci) procedure.

Manufacturer narrative:
The impella device was returned, and an evaluation/analysis is underway. Upon completion of the analysis, a supplemental report will be filed.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: the device was returned for evaluation. Analysis summary: hemodynamic instability: the cause of the injury was not determined due to insufficient clinical details. Pd-cannula assembly- (twist, bent, kinked): returned complaint device sn (B)(6) visually inspected, cannula kink at bending area, catheter kink at point 30 and twisted pigtail observed. The cause of pd-cannula assembly- (twist, bent, kinked) was likely patient condition due to vessel condition (pad/pvd). Device history review; device passed all post sterile inspection checks.